Event description:
It was reported that the customer's diabetes educator told her to get her insulin pump replaced. Customer's blood glucose was 257 mg/dl. Nothing further reported.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.